Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and radicular pain syndrome. The caller reported therapy has stopped due to power on reset (por). Document what patient was doing at time por was seen. Used the programmer to connect to the ins. This por was not related to overdischarge. Troubleshooting resolved reported issue. Patient was able to clear the por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.